Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible premature battery depletion. The device was explanted and replaced. It was also noted that the left ventricular (lv) lead had high and unstable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 5076 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).